Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the ER visit and skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient went to the emergency room (ER) due to heavy skin irritation after wearing the pod between 36 and 48 hours on the abdomen. Patient reported that due to the adhesive being difficult to remove, a layer of skin came off with the pod and patient was concerned a piece of the cannula was still stuck in their skin. Additional symptoms reported include pain, itching and burning. Patient went to the ER 1.5 hours after removing pod, where a doctor had an ultra sound performed but nothing was found stuck in the skin. No additional medical treatment or intervention was reported.